Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported an unexpected outcome with post-operative treatment results of more than one diopter. The patient was retreated (enhancement treatment), and the technician manually re-entered the treatment and planned in a minus cylinder instead of plus in the patient's left eye during the lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was successfully verified prior to and after the reported incident. The latest instance of the preventive maintenance was performed and showed that the device meets specifications. The investigation is completed based on the available information. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).